Event description:
It was reported that a patient presented with diaphragmatic stimulation due to the right ventricular lead position. Device reprogramming was unsuccessful. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
New information received notes that prior to the lead revision, the patient experienced palpitations due to diaphragmatic stimulation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.